Event description:
Information was received from a trial patient (pt) via manufacturer representative (rep) and healthcare provider (hcp) who was using an external neurostimulator (ens). It was reported that the had a routine trial without any complications and left the hospital after being programmed. Within a couple hours pt called and stated they were having some chest pain and their legs were starting to feel numb and weak. Rep relayed this information to the hcp. The patient then went to the emergency room, where the hcp removed the leads in order to get an MRI for diagnosis. The hcp said the results of the MRI showed an epidural hematoma and said the patient underwent decompression surgery and the operative notes explained the surgery was successful. The leads were discarded. The hcp said this had nothing to do with the device, and the trial procedure went perfect. It was reported the issue was resolved. It was reported the cause was determined, but the cause was not reported. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device product ID 977d260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 15-jul-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 08-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.